Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the mildly tortuous distal left main (lm) coronary artery. A 3.0x20mm nc trek rx balloon dilatation catheter (bdc) was flushed, the protective balloon sheath was removed without difficulty, and the bdc was prepped (air aspirated) outside of patient anatomy. The nc trek rx bdc was then advanced without resistance to the lesion, but the balloon was unable to be inflated at all. The device was withdrawn and a new 3.0x20mm nc trek was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial filed report, the abbott vascular returned goods lab received the 3.0x20mm nc trek rx balloon dilatation catheter (bdc) with its outer member proximal balloon seal stretched. Additional information received confirmed that the correct complaint device was returned and there was no difficulty noted during removal of the device from the anatomy. No additional information was provided.